Event description:
It was reported that three days after pumping began, the pt was taken to the cath lab for a procedure. Upon switching the pressure signal from slaved to direct for transport, the pressure signal was lost. The pump console was replaced and when the pressure transducer cable was connected, the pressure signal appeared. There were no pt complications.